Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a tracheoscopic lung biopsy, the subject device opaque marker sheath tip fell off in the patient while using the biopsy forceps. The physician attempted to retrieve the device fragment but could not. The device fragment remains in the patient. The procedure was partially completed however the physician did not perform the bronchoaveolar lavage as intended. The physician has not decided if the device fragment will be retrieved or not in a future procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. H4: feb2022. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation identified the following: only the guide sheath (sg-200c) was sent. The product was "sg-200c" and the lot number was "22k". The guide lusse had the x-ray opaque chip removed. The missing x-ray opaque chip was not sent. The tube was crushed and deformed into an elliptical shape overall. From the fixing marks of the x-ray opaque chip remaining in the tube, we confirmed the position where the x-ray opaque chip was fixed, but there was no abnormality. Near the hand, the tube was compressed buckling. The complained event was confirmed and reproduced as follows: it was confirmed that when the x-ray opaque chip is inserted and ejected into the collapsed sg-200c, the x-ray opaque chip falls off. < specimen used> ·ultrasonic probe (um-s20-17s:s.n.7530776). ·cytology brush (bc-204d-2010: lot no. 07k). ·guide sheath (sg-200c: lot number 07k). ·scope (bf-p190: management no94444). ·bronchial model (management no20200406462). A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism: (1) the x-ray impermeable chip at the tip of the guide sheath collapsed for some reason. (2) an ultrasound probe (um-s20-17s) or cytology brush (bc-204d-2010) was inserted into the guide sheath and caught in an x-ray opaque tip. (3) the x-ray opaque tip fell off because the ultrasonic probe (um-s20-17s) or cytology brush (bc-204d-2010) was protruded while caught in the x-ray opaque tip. As for the collapse of the tip of the guide sheath, it was not possible to determine the cause of the occurrence. Regarding compression buckling of the tube, compression buckling occurs due to the force applied in the compression direction to the tube of the guide sheath when pulling out the treatment tool inserted into the guide sheath due to the following factors: tried to pull out the treatment tool (forceps, brush, inductor, biopsy needle) from the guide sheath without being able to retract it. The instruction manual (illustration no. Gk6519 edition number 9), the following warning was issued. ·when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when advancing or distracting the treatment tool or ultrasonic probe in the guide sheath, when pulling out the treatment tool or ultrasonic probe from the guide sheath, in the case of an inductor, the tip of the inductor is straightened, in the case of biopsy forceps, the cup of biopsy forceps is closed, and in the case of cytology brushes, the brush part is retracted into the tube, and it should be done slowly. If you feel any abnormal snags or resistance, do not protrude the instrument or ultrasonic probe from the tip of the guide sheath and discontinue use immediately. [The x-ray opaque chip of the guide sheath may be misaligned or fall off.] ] ·when using a guide sheath, do not apply the angle of the endoscope too strongly. If the resistance is so large that it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath or the guide sheath into the endoscope or pull it out of the endoscope, or if the ultrasonic probe or treatment tool does not pull out of the guide sheath, return the angle of the endoscope to a point where it can be inserted or pulled out without difficulty. If it still does not pull out, pull a guide sheath, ultrasound probe or treatment tool, and endoscope together from the patient. [The x-ray opaque chip of the guide sheath may be misaligned or fall off.] Or other damage to the equipment is at risk. ] ·when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under x-ray fluoroscopy, and insert it after confirming that there are no abnormalities such as misalignment or deviation of the x-ray opaque tip in the guide sheath every time. If abnormalities are suspected, discontinue use. After pulling out the guide sheath from the endoscope, regardless of whether or not the guide sheath is inserted into the endoscope again, check each time that there are no abnormalities such as buckling or tearing of the tube, misalignment of the x-ray opaque chip, or falling off in the guide sheath. Do not use if you suspect any abnormality. If the x-ray impermeable chip has fallen out, if it has fallen out into the body, check whether it has fallen out in the body. ·when inserting the treatment tool into the guide sheath, do not forcibly insert if there is significant resistance. Also, do not insert the biopsy forceps cup open or with the brush part of the cytology brush sticking out of the tube. This may lead to damage to the endoscope and this product. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5.

Event description:
Additional information received from the customer: the customer did not specify how the device fragment was retrieved and no additional diagnostic testing was performed. There was a forty minute procedural delay. There was no change in the patient's post-operative treatment course and asymptomatic from the device fragment being left in patient.